Event description:
A patient underwent open wedge distal tuberosity osteotomy (owdto). During the owdto, the surgeon in charge of the patient used a bone plate and bone screws manufactured by our company and an ap screw manufactured by a different manufacturer. The surgeon also implanted artificial bone (hereafter, this product) to fill the space created after the osteotomy. Three days after the owdto, the patient became feverish and developed postoperative agitation*. The patient became violent at the bedside and loaded the patient's full body weight on the patient's affected limb. Radiographic images taken one week after the owdto revealed a displaced tibial tuberosity fracture. Comparing the radiographic images taken one week after the owdto and those taken just after the owdto, the surgeon confirmed that the patient also developed a type 1 lateral cortical hinge fracture after the above-mentioned adverse event. The surgeon decided to carry out reoperation. After removing the ap screw, the surgeon repositioned the displaced tibial tuberosity to its correct position and fixed the tibial tuberosity with two screw pieces of 6.5 mm cannulated cancellous screw (ccs). At the hospital, according to the surgeon, patients subjected to owdto are generally instructed to remain non-weight bearing for one week and then start partial weight bearing, and allowed to put full body weight on the affected limb four weeks after the owdto. However, because of the above-mentioned adverse event and reoperation, the surgeon carefully designed a postoperative rehabilitation program for the patient. Specifically, after three-week non-weight bearing period after the reoperation, the patient was instructed to start partial weight bearing while putting on a knee brace. The patient was then instructed to load two thirds of body weight at the time point of six weeks after the reoperation and put full body weight at eight weeks after the reoperation on the patient's affected limb. No re-dislocation of the tibial tuberosity was detected in radiographic images taken three months after the reoperation. Bone union at the site of lateral cortical hinge fracture is progressing. The correction of the mechanical axis remains appropriate. The patient's post-operative course is now under observation. *postoperative agitation: a state where motor hyperactivity and restlessness occur. Uncontrolled, unintentional and purposeless behaviors and inappropriate/excessive motor activity are frequently observed. People with agitation may become confused, violent and aggressive and develop emotional lability (cursing, screaming, etc.).

Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. Comments from the surgeon: the above-mentioned displaced tibial tuberosity fracture and type 1 lateral cortical hinge fracture might be attributed to mispositioning of the ap screw and overloading on the affected limb in an early stage after the owdto. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: <warning and precaution> 1.important basic precautions (3)when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. (4) if necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. <adverse events> fracture fever, pain, local sensation, red flare, inflammation this report is being submitted as a medical device report is an abundance of caution. File attachments.